Manufacturer narrative:
Log file analysis revealed a loss of power between 22:52:22 (10:52pm) and 05:54:59 (5:54am); possibly for up to 7 hours and two minutes. The last data point logged prior to the loss of power recorded a controller ac adapter connected to power port 2 and no power source connected to power port 1. A controller power up was later logged at 05:54:59 with the same configuration of power sources (controller ac on power port 2, no power source on power port 1). The presence of a motor start event after a controller power up event suggest the driveline damage was not inflicted during the analyzed period. Low flow alarms were also logged once the controller regained power. Furthermore, there was no vad disconnect or electrical fault alarm logged, which may have manifested if the driveline damage occurred prior to the loss of power or during the controller power up sequence. The following devices were returned to the manufacturer on 05/01/2015. These devices have been analyzed and are being reported as required: (B)(4). The following device was not returned to the manufacturer: (B)(4) (driveline cable). All devices were returned for evaluation. The complaint details describe a severed driveline cable; of note, the connector portion of the driveline cable was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline ((B)(4)) met all requirements for release. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Thrombus was observed on the lower housing of the pump, however, it's likely the thrombus formed after the pump stopped as no mechanical abrasions were noted on the impeller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from italy that the patient was found dead at home by one of her sons on the morning of (B)(6) 2015. The patient was lying on the floor face down. She had a bruise on her head and her nose was broken. The driveline had been broken or cut. Preliminary analysis of the log files showed that no data had been logged between (B)(6) at 22:52 to (B)(6) at 06:09. The pump was to be explanted on (B)(6) 2015. No further information is available at this time.

Manufacturer narrative:
All devices were returned for evaluation. The complaint details describe a severed driveline cable; of note, the connector portion of the driveline cable was not returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device/devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated driveline ((B)(4)) met all requirements for release. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Thrombus was observed on the lower housing of the pump, however, it's likely the thrombus formed after the pump stopped as no mechanical abrasions were noted on the impeller. Log file analysis revealed a loss of power between 22:52:22 (10:52pm) and 05:54:59 (5:54am); possibly for up to 7 hours and two minutes. The last data point logged prior to the loss of power recorded a controller ac adapter connected to power port 2 and no power source connected to power port 1. A controller power up was later logged at 05:54:59 with the same configuration of power sources (controller ac on power port 2, no power source on power port 1). The presence of a motor start event after a controller power up event suggest the driveline damage was not inflicted during the analyzed period. Low flow alarms were also logged once the controller regained power. Furthermore, there was no vad disconnect or electrical fault alarm logged, which may have manifested if the driveline damage occurred prior to the loss of power or during the controller power up sequence. Based on the available information, the root cause of the reported event cannot be conclusively determined; all devices passed visual and functional testing. Log file analysis confirmed the loss of power, however, no evidence of driveline damage was noted in the controller logs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Manufacturer narrative:
Updated investigation root cause: based on the available information, the most likely root cause of the reported event can be attributed to disconnection of both power sources from the controller; all devices passed visual and functional testing. Log file analysis confirmed the loss of power, however, no evidence of driveline damage was noted in the controller logs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use warns that disconnecting the controller from the driveline or disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source and the driveline must be connected to the controller at all times.